Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's wife stated that the customer had eaten breakfast and lunch closely together, causing his blood glucose to rise. He had also eaten cherries, which may have contributed to the high blood glucose. He reported that the insulin pump alarmed no delivery, as well. The customer's blood glucose was 900 mg/dl. Upon admission, he was treated with intravenous fluids and 19.1 units of insulin in the emergency room before being discharged. He was wearing the insulin pump at the time of the emergency room visit. He stated that the hospital workers removed the infusion set and had been without the insulin pump since the event until the morning of the call. His blood glucose was 241 mg/dl when he was discharged. He declined to troubleshoot the insulin pump and did not believe that the high blood glucose was related to the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.